Event description:
Reporter alleged the customer received a result of 60 mg/dl on the compact plus system compared back to back with a result of 21 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that the customer was out of control, belligerent, aggressive and unresponsive before she tested him, so she called the emergency medical service. Reporter stated they arrived in five minutes and treated the customer with d-50 intravenously. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.